Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 31-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they ¿can't get the cord to plug into the communicator to charge it." Per the patient, they used to be able to plug the cord in and see the light turn on, but now it didn't work at all. The patient had been having issues with it off and on for a week. They tried different cords and confirmed they were able to get one of those cords to plug in to the handset, but not the communicator. A replacement communicator was requested from the repair department because the communicator was not charging, and the patient tried different cords but was not able to get a cord to fit in. The patient called back 16-feb-2024 stating that they received the package but did not have a charging cord that would fit the replacement communicator. An adaptor kit was requested from the repair department. No patient injury reported.